Manufacturer narrative:
Used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that the catheter got stuck with the guidewire. An angiojet zelantedvt catheter was selected for use. During a thrombectomy procedure, the catheter was stuck with a non-bsc guidewire inside the patient's body, and it was removed from the body at the same time. The procedure was completed with another of the same device. No complications reported, and there were no negative outcomes toward the patient.